Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm prior to calling tandem technical support. Subsequently, a 1.5 inch air gap was observed in the infusion tubing. Reportedly, approximately 10 units of insulin was used to prime out the air gap. The contact declined to perform troubleshooting and will resolve the issue by attaching a new tubing and site and resume pump therapy. The customer's blood glucose level was 261 mg/dl, and was addressed with a manual injection. During a follow-up call on (B)(6) 2017, it was reported that the contact did not observe any damage to the cartridge or cannula upon removal. Although requested, the contact declined to perform a system check with tandem technical support.